Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient developed an infection. The device and lead were removed and replaced. The device was wrapped in an absorbable antibacterial envelope. The products will not be returned. No further patient complications have been reported as a result of this event.